Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, the initial reporter's name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas loss in iabp circuit. There was no patient involvement.

Manufacturer narrative:
B4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to pump successfully with no errors. The fse tried but could not duplicate the reported issue. The fse did find one instance of "gas loss in iab" in the log files. The fse completed a full system test/pm protocol, all tests passed to factory specifications. Returned to the customer and released for clinical use. Reference complaint# (B)(4).

Event description:
N/a.